Event description:
A patient with chronic renal disease, advanced renal failure, severe hypertension, and type ii diabetes was admitted for placement of a dialysis catheter for chronic hemodialysis. During an attempted placement of a hemodialysis catheter, the surgeon noted some holdup on the catheter. Fluoroscopy in the operating room showed the guidewire had buckled and projected into the right chest wall. The catheter was quickly removed. Fluoroscopy showed there was a pneumothorax and a chest tube was placed in the second intercostal space. Blood was noted in the chest tube. The surgeon requested assistance from cardiothoracic surgery. The patient's heart rate dropped to 32. An anterior thoracotomy was created on the left anterior chest wall to evaluate the pericardium. There was no blood in the pericardial field. An anterior chest thoracotomy was performed. Free dark blood and clots were evacuated from the chest, hemostasis was established, and chest tubes were placed bilateral to water seal drainage. The patient had 1 liter blood loss during the procedure and was transfused. The patient was transferred to ccu cardiac care unit due to the need to ventilate post-operatively. The innominate vein had been punctured by the dialysis guidewire and subsequently created a hemothorax. The vein self-sealed and did not require sutures. Bilateral chest tubes were removed 2 days post-op. Visual examination of the guidewire shows the wire was kinked. The introducer distal tip shows evidence of trauma and is split. The patient's first hemodialysis was done on post-op day 2. They were noted to be sleepy with asterixis since admission. On post-op day 2, a neurologist was consulted for reduced mental status. The patient was unreactive to stimuli. CT was negative; MRI impression is greater than 30 lacunar foci within the brain, evidence of acute infarct in the right frontal distribution and likely acute changes in the right posterior cerebellum, left inferior temporal lobe and right aca territory at the corona radiata. Findings consistent with stenotic vascular disease or multiple emboli. Patient was transferred from ccu coronary care unit to a medical nursing unit on post-op day 6. The patient's neurological response shows some improvement. Cause of the patient's unresponsiveness has not been determined definitively. The patient remains hospitalized. A bard access representative (territory manager & sales trainer) was present during the attempted placement of the hemodialysis catheter in 2004. The representative has filed a report with bard. The surgeon approved the use of this product for this patient. This catheter is not on the hospital's inventory - this was a trial use. See test section for additional event details.